Event description:
It was reported that the stent was inadvertently deployed a collateral vessel that came off the ica, requiring additional surgical intervention. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The distal portion of the stent was inadvertently deployed in a collateral vessel that came off the internal carotid artery (ica) and the proximal portion of the stent was deployed in the ica. The physician elected to convert the procedure to a carotid endarterectomy (cea), explant the stent, and use a polytetrafluoroethylene (ptfe) graft instead of a carotid patch.